Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts to gather information were unsuccessful. If further information becomes available, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month 19 days post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a 27 mm bioprosthetic aortic valve for unknown reasons. No additional adverse patient effects were reported.